Manufacturer narrative:
(B)(4). This is a report of a use error where the care giver did not ensure a proper connection from the disposable cassette to the heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a disposable cassette and heater bag. This occurred during dwell one of peritoneal dialysis therapy. The care giver stated that the heater bag had come loose from the cassette line and spilled. The care giver stated they thought they did not tighten the line all the way during setup. The care giver stated the patient completed therapy by starting over with all new supplies. The care giver got a little bit of solution on her hands while cleaning up from the event. There was no patient injury or medical intervention associated with this event. No additional information is available.